Event description:
The customer reported the sys turned off and would not reboot. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The battery was replaced and the power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.